Event description:
Customer has alleged reduce suction of the pump has led to her getting mastitis. She said: "I am having to take antibiotics as I have an infection now because the pump didn't suction the milk properly". Complaint from us.